Event description:
Boston scientific received information that this pacemaker and competitor's right ventricular (rv) lead exhibited high pacing lead impedance measurements greater than 2,000 ohms, all other measurements were stable. The lead was programmed to unipolar and had acceptable lead impedance measurement. It was noted that approximately two months earlier the impedance measurement had increased from 410 ohms to 1500 ohms. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.